Event description:
It has been reported that device is depleting batteries too quickly.

Manufacturer narrative:
(B)(4): product evaluation pending. Issue is being reported as alert could not be cleared by operator.